Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 2/23/2011. Information asked for, but unknown or not provided during initial contact. Information not available, device not returned for analysis. (B)(6).

Event description:
Additional information received from surgeon: no other energy device was used near small bowel. Diathermy was used during case. (B)(4) were used. For a period of 10 minutes the scope was being removed constantly to clean scope lens and replaced back into the abdominal cavity. Had to clean scope inside the abdominal cavity to avoid constant removal. During case surgeon visually ran the length of the small bowel to examine whether any disease was left behind, the burn was not picked up during this examination. Case was performed on (B)(6) patient was unwell (B)(6). CT scan was performed on the (B)(6) where the burn was evident and patient was septic. Patient was re-operated on where the bowel was washed out and the burn was resected. Three laparotomies where preformed on this patient and was closed with biological mesh. Patient was in ICU (time unknown by surgeon) and antibiotics were administered.

Event description:
It was reported that during a right hemi colectomy procedure, the patient received a harmonic burn to the small bowl. It was not noticed intra operatively and the patient became septic. The patient spent several weeks in intensive care. As of this date the patient is ok. One device will be discarded. Additional information requested, but not yet received: (B)(6). Instructions for use state: "audible high-pitched tones, resonating from the blade or hand piece, are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use." "During and following activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times." "Avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result."